Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy issue occurred on an unspecified date 3 weeks prior to the alert date of (B)(6) 2018. At this time, the patient obtained blood glucose results of ¿450 and either 250 or 350mg/dl¿ with the subject meter within 20 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages their diabetes with unspecified set dosages of lantus and novolog insulin and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that 2 hours after the alleged product issue occurred they developed symptoms of ¿weak, nervous, shaky and pale¿; symptoms which the patient self-treated by consuming additional food and/or drink two hours later at 7am on (B)(6) 2018. At the time of troubleshooting the cca noted that an approved sample site was being used. The patient did not have control solution available to walk through a control solution test with the cca. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate erratic results with the subject meter.